Event description:
Complainant alleged that during training by facility staff, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed. Please reference medwatch report numbers: 1220908-2008-01130, 01103, for similar reports from the same customer.